Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that additional log files were submitted for low flows, suspect outflow graft compression. The log files contained a set speed change as well as multiple low flow hazard events. The bulk of the low flow alarms appear to have occurred between (B)(6) 2023 to (B)(6) 2023. The patient had external outflow graft thrombosis and compression.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard flags; however, the low flow events were thought to be due to volume overload, hypertension, and extrinsic outflow graft obstruction. Extrinsic outflow graft obstruction was unable to be confirmed as no images were submitted, and the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). A direct correlation between (B)(6) and the reported volume overload and hypertension could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The submitted log files were reviewed. Low flow hazard flags were intermittently captured from (B)(6) 2023 through (B)(6) 2023 and from (B)(6) 2023 through (B)(6) 2023. It was noted that the low flow hazard flags decreased in frequency after the morning of (B)(6) 2023; only 1 additional low flow hazard flag was captured over the final approximately 6 days of the log file, which contained data up to (B)(6) 2023. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 1 also provides an explanation of pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. This subsection additionally states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced transient low flow alarms. The patient reported drinking plenty of fluids, taking blood pressure medication as directed, and a lack of symptoms. The cause of the low flow alarms was ultimately determined to be due to volume overload with elevated blood pressure. The patient was treated with increased diuretics and additional antihypertensive medications. However, it was later communicated that the patient presented again for low flow alarms, and outflow graft compression due to external thrombus was suspected. Imaging was reportedly done but not provided. The patient remained asymptomatic. De-compression of the outflow graft was performed, and the patient remained in the intensive care unit with some complications.